Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-07141. It was reported that the asymptomatic patient presented in clinic for a routine check. Upon interrogation, it was noted that the atrial lead exhibited high pacing impedance, decreased sensing, and increased capture threshold. The physician is unsure if this is a true lead issue or a possible set screw anomaly. Intervention to confirm if the issue was due to the lead or the device header was discussed. The patient was in stable condition.